Event description:
On 11/20/2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer became stuck. This occurred during a procedure when the inner piece of the instruments was roughened up, which made it stuck and not able to turn correctly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual investigation identified strong abrasion marks around the angled reamer, drive shaft. The square feature and fitting hudson/zimmer had chipped around the edges. Functional testing reveals that the device does not work as required and got stuck with the mating part due to the abrasion marks around it. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.